Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 475 mg/dl, 377 mg/dl, 227 mg/dl, and 277 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The advocate called for help with the customer's microlet2 lancing device. After the customer used the device to obtain a sample, the advocate accidentally stuck herself when trying to remove the used lancet. No other info was provided. The device is to be returned for evaluation. A replacement device was sent to the customer.